Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) for high out of range pacing impedances on the right atrial (ra) lead. The pacemaker was reprogrammed back to bipolar, however, the lss triggered again and caused the pacemaker to switch back to unipolar. A revision procedure was then planned. At the revision, the ra lead was inspected and no abnormalities were found, so the pocket was closed and the pacemaker was again reprogrammed. This time, sensing was programmed to bipolar and pacing programmed to unipolar. The patient will continue to be monitored. No additional adverse patient effects were reported.